Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.27 on a (B)(6) year old female patient presented in the ER and admitted for cardiac event and corroborative EKG. There was no additional patient information available at the time of this report. Method: I-stat, time: 0530, result: 0.04 ng/ml, sample: unk; I-stat, 060,5 0.05 ng/ml, unk; I-stat, 0645, 0.05 ng/ml, a; I-stat, 0656, 0.27 ng/ml, a; I-stat, 0717, 0.05 ng/ml, a; I-stat, 1100, 0.05 ng/ml, unk; there were no injuries reported with this event.

Manufacturer narrative:
Apoc incident # (B)(4).